Event description:
It was reported via phone call, that the customer had blood glucose levels of 46mg/dl. Treated with food. Customer stated they were low due to riding their bike. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.